Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that in the picu, a puddle of fluid was noted below the IV pole. The IV lines were assessed, and the insulin line was noted to be leaking onto the floor. The leak was coming from a connection site just above the upper fitment. The insulin was infusing into a peripheral IV. The tubing was changed, and glucose was checked as a nursing measure. Per the customer, there was no patient injury. The customer states they have 2 sets of the same material number to return. The quantity of 2 was not clarified.

Event description:
The customer reported that in the picu, a puddle of fluid was noted below the IV pole. The IV lines were assessed, and the insulin line was noted to be leaking onto the floor. The leak was coming from a connection site just above the upper fitment. The insulin was infusing into a peripheral IV. The tubing was changed, and glucose was checked as a nursing measure. Per the customer, there was no patient injury. The customer states they have 2 sets of the same material number to return. The quantity of 2 was not clarified.

Manufacturer narrative:
The customer¿s report of a leak coming from a connection site just above the upper fitment was not confirmed. Two sets were returned; this investigation pertains to set #2. The first set is captured in pr: (B)(4). No obvious damage was identified upon visual inspection of the set. Functional and pressure testing did not identify any leaks in the set. The root cause of the reported event could not be identified.

Event description:
The customer reported that in the picu, a puddle of fluid was noted below the IV pole. The IV lines were assessed, and the insulin line was noted to be leaking onto the floor. The leak was coming from a connection site just above the upper fitment. The insulin was infusing into a peripheral IV. The tubing was changed, and glucose was checked as a nursing measure. Per the customer, there was no patient injury. The customer states they have 2 sets of the same material number to return. The quantity of 2 was not clarified.

Manufacturer narrative:
Correction on follow-up(1): the customer¿s report of a leak coming from a connection site just above the upper fitment was confirmed. Two sets were returned; this investigation pertains to manufacture report number of the file (9616066-2019-00548 for set #2).